Event description:
Baxter norway reported that a minicap disconnect cap fell off of a miniset transfer set. No injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate that the reported event of a disconnect cap falling off of a transfer set was not confirmed during eval. The root cause was undetermined. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line for trends, and take corrective/preventative action as appropriate.